Event description:
It was reported to tyco healthcare/kendall that a customer has a problem with an insulin needle. The customer stated that the clinician tried to activate the safety device after administering insula to a resident, but couldn't because it was jammed. When she added additional force to activate it, she was then stuck with the contaminated needle.

Manufacturer narrative:
Submit date 6/6/08. An investigation is currently underway; upon completion, the results will be forwarded.